Event description:
It was reported to vyaire medical that the connection between afrxxxxx limb-o¿ single limb anesthesia breathing circuit and respirator was loose. There was no patient involvement, as the issue was detected prior to the leak test. However, this issue has a high risk of medical accident.

Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
The device history record of the afrxxxxx limb-o¿ single limb anesthesia breathing circuit was reviewed in order to detect any issue related with the defect reported by the customer during its manufacturing. According to the investigation, we could not confirm the reported defect on the sample provided as the sample met all device specifications. We recommend that the customer review if the circuit p/n afrxxxx is proper for its equipment "ventilator for adults, monnal t60". Since the reported defect was not confirmed, no corrective or preventive actions will be taken. Personnel were notified of this complaint.